Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that attachment issues occurred during use with a pen ndl 32g 4mm hp 100 box 1200 us. The following information was provided by the initial reporter, "consumer reported that his pen needles will not attach to the insulin pen. He used regular nano needles but received nano 2nd gen when he refilled his prescription. Consumer stated that the pen needle is smaller, making it impossible to fit the pen. He said the pharmacist gave him a few novofine needles to try and they worked fine. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that attachment issues occurred during use with a pen ndl 32g 4mm hp 100 box 1200 us. The following information was provided by the initial reporter, "consumer reported that his pen needles will not attach to the insulin pen. He used regular nano needles but received nano 2nd gen when he refilled his prescription. Consumer stated that the pen needle is smaller, making it impossible to fit the pen. He said the pharmacist gave him a few novofine needles to try and they worked fine."